Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: e3: reporter is a synthes employee. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 309.069 lot: 129p327 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15-july-2021 manufacturing site: jabil bettlach the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the photo. Visual analysis of the photo revealed that there were no damage or defect with the extract-bolt f/scr ø6 6.5+7, only could be observed signs of normal usage. No other issues were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that extract-bolt f/scr ø6 6.5+7 was observed with the coupling area bent inward. No other issues were identified. A dimensional inspection for the extract-bolt f/scr ø6 6.5+7 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the extract-bolt f/scr ø6 6.5+7would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: - extraction bolt f/screws ø6.0,6.5+7.0 no conclusions could be drawn as no devices were returned for manufacturer review or investigation. Review of manufacturing records has been requested.

Event description:
It was reported that on (B)(6) 2024, the extraction bolt was identified as damaged during loan kit inspection, by the loan kit technician. This report is for an extraction bolt for 6.5mm & 7.0mm screws. This is report 1 of 1 for (B)(4).